Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weigh - correction. A4 weight units - additional information. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3: reason for non-evaluation - additional information. H6: codes: type of investigation - additional information. H6: codes: investigation findings - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient reported experiencing cgm inaccuracies the day leading up to her hospitalization, however, no specific cgm/bg values were given. On (B)(6) 2023, the patient lost consciousness. Prior to this, she was feeling shaky and delusional. The patient¿s husband drove the patient to the emergency room (ER). The patient stated that the only reading they could recall was a cgm value of 250 mg/dl via her tandem insulin pump. It was stated that the cgm was reading 250 mg/dl the whole time the patient was in the ER (no bg meter comparison readings could be recalled). The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with insulin and unspecified IV fluids due to dehydration. The patient was discharged home 5 hours later. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.